Event description:
The patient contacted animas on (B)(6) 2012 stating that the up and down arrow keypad buttons were sticking. The patient reported a tear in the lower right corner of the keypad. The patient reported water exposure. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing was unable to verify or duplicate the complaint of an alleged sticking keypad, due to moisture and corrosion being present on all interior surfaces. The pump was returned with a torn keypad and visible moisture in the display. The keypad was removed for investigation and contamination was visible under the keys. The pump was removed from the case and corrosion was noted on the keypad flex connecter and surrounding components, including the pc board. Additionally, the pump failed a leak test at the display lens. Testing was unable to be completed due to no display and moisture in the pump.